Event description:
Medtronic received information regarding a guidance system. It was reported that there was an alleged inaccuracy in lateral directions, too medial on left side and too lateral on right side (about 2-3 millimeters (mm)). They did the registration twice, with 2 sets of different imaging system images with exactly same results. Everything was green during registration process, but always inaccuracy observed in the same way as described. Patient did not move at all, used double clamp from new platforms kit. They double checked other things like the tracker, tracker extender, and imaging system adapter. There was no delay and no impact on patient outcome.

Manufacturer narrative:
A1-a4 patient information unavailable h3, h6: the exports were returned for clinical analysis. The analysis pending. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.